Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed high pacing impedance, oversensing noise and a lead fracture is suspected. The patient has been admitted into the hospital for further observation. The lead currently remains in use. No patient complications have been reported as a result of this event.